Event description:
It was reported that a broken "wing" was discovered on a tracheal cannula on a child. The tracheal cannula was changed urgently during the evening\night shift by the ent department. The tracheal cannula was discarded. The tracheal cannula was last changed on 27-dec-2023. The parents stated that it was almost completely off. A crack at the "wing", near the "chimney", same side as the cuff. The customer reported that "there is no risk that we damaged the wing with scissors. After the incident, the circumference of the neckband was increased by 0.5 cm initially and then by an additional 0.5 cm, totaling 1 cm, to reduce tension on the wings. The neckband was then tied tightly so that the cannula cannot be pulled out.¿ risk of major injury if the wing broke, no free airway. There was no patient harm/adverse event reported. A possible lot number of 4348433 was provided.

Manufacturer narrative:
Operator of device is unknown, no information has been provided to date. E1 reporter phone: (B)(6). Other; device not returned to manufacturer. D4: lot number, expiration date, h4: device manufacture date is unknown, as the provided lot number (4348433) cannot be confirmed by the customer. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was not confirmed. If the product is returned the manufacturer will re-open the complaint for further device analysis.